Event description:
Treatment of a right unruptured ophthalmic aneurysm measuring 11mm x 4mm. During the pipeline deployment, it was reported that angioplasty with a hyperform balloon (an option presented in the instructions for use) was required to achieve full wall apposition. No injury was reported with the patient as a result of the procedure.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).